Event description:
On (B)(6) 2012, pt reported his infusion set leaked insulin and this resulted in elevated blood glucose of 350-400 mg/dl. His normal blood glucose is around 150 mg/dl, and he self-treated his hyperglycemia with an insulin injection. He removed the infusion set when his blood glucose was elevated despite delivering extra insulin, and he noticed the infusion site was wet. He believes insulin leaked near the infusion set cannula. He rotates his infusion sites every 3 days and uses an infusion set insertion device. The infusion sets were replaced and requested for eval. He did not require treatment from a health care professional or second party to address the issue.